Event description:
During the procedure, a clinically significant delay occurred due to the manual pullback being slow and taking multiple attempts. Due to the delay, more contrast and anesthesia were used. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation indicate that the reported issue is related to desired features currently not available on the system. The device history record was not reviewed as the serial/batch was not provided. Based on the information received, the root cause of the reported issue is related to user feature requests. No corrective action is needed as the root cause of the reported issue was not a manufacturing, design, or quality system defect.